Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to loose or protruded drive support disk. The insulin pump passed the displacement test. We were unable to perform the prime test, occlusion test and no delivery test due to prime alarm. The insulin pump had cracked case at display window corners, battery tube threads, reservoir tube lip, broken belt clip slot, missing end cap sticker, minor scratched and cracked display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown. The customer stated that pump got compromised force sensor system message a33 during the fill tubing process. Customer was changing the infusion set and got the alarm. Troubleshoot was performed for compromised force sensor system and the customer stated they received alarmed compromised force sensor system. The customer stated that the drive support cap was sticking out. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.